Event description:
The hcp reported that a priming bolus was programmed following a catheter revision. The reason for the catheter revision was not reported. The nurse programmed 0.355 ml, instead of 0.156 ml bolus over 2 hours. The error was noted after approximately 10 minutes had elapsed; the hcp planned to reprogram the pump. No patient symptoms were reported. No patient identifiers or follow-up information was provided. Same as manufacturer's report #: 2182207200700034.